Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02 serial #: (B)(4) description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient underwent an ipg explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient's explant procedure was per physician's preference to give the patient different therapy option. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent an ipg explant procedure for an unknown reason.